Manufacturer narrative:
The account ordered a siderail center arm assembly to repair the bed. The account was not aware how the siderail was damaged.

Event description:
Information received indicates the left head siderail is damaged and will not latch.